Event description:
Complainant alleged that the device "gives intermittent interference" on the display. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical (B)(4); the malfunction was observed and the system board was replaced to resolve the reported condition. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.